Event description:
It was reported that the atrial lead was not working. The atrial lead was explanted and was not replaced. When a replacement lead was attempted, the patient¿s atrium was found to be in standstill and there was no capture at 10 volts. It was further reported that during the same procedure, when the left ventricular (lv) lead was implanted, it pulled back upon slitting of the catheter. The lv lead was repositioned and pulled back a second time. The lv lead was placed a third time, was passively fixated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.